Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's drain volume was 3951ml. The largest prescribed fill volume was 2400ml, which meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient did not report this event. Additionally, the patient did not report any symptoms of overfill. The patient is temporarily on hold as she is on hemodialysis. The nurse did not provide any further information. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, has not yet been completed. Upon completion of the evaluation a follow up MDR will be submitted.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 3. The patient's ultrafiltration reading was 1769ml, indicating the home patient (hp) drained 1769ml more than their programmed fill volume of 2800ml. This information meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient did not report any excessive drain volumes or overfill symptoms. The patient has resumed therapy and is doing fine. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The assignable cause of the iipv found in the logs was determined to be: false empty detect and use error as the clinician inappropriately set the minimum drain volume percent too low (75%). Labeling review found labeling to be adequate for the use error identified in this report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).